Manufacturer narrative:
Of the 4 devices, 3 lot numbers were provided, and lot history reviews were performed. Of the 4 reported malfunctions, devices were not returned for evaluation. Medical records were received and reviewed for all four malfunctions. For 1 malfunction, the investigation is confirmed for perforation. For the remaining three malfunctions, the investigation is confirmed for perforation and unconfirmed for tilt. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. (Corporate lot no. Gfwj1271).

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model md800j vena cava filter allegedly perforated. The information was received from various sources. All four malfunctions involved patient with no reported patient injuries. One male and three female¿s ages were reported ranging from 48 to 73; however, the weights were not reported.

Manufacturer narrative:
H10: of the reported four malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2022-90020. H10: of the remaining three malfunctions, lot numbers were provided for two malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all three malfunctions. Therefore, for one malfunction the investigation is confirmed for perforation and for the remaining two malfunctions the investigation is confirmed for perforation, additionally it was determined to have and unconfirmed for malposition of device (a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3. H11: b5. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model md800j vena cava filter allegedly experienced perforation. The information was received from various sources. All three malfunctions involved patient with no reported patient injuries. Of the three patients, one was male and two were female, all three patients age ranged from 48-73 years. However, patients weight were not provided.